Event description:
It was reported that during an open gastrectomy procedure, echelon was used and fired with the gold cartridge, but the device could not clamp and clip firmly. The staple could be applied only to the front wall and could not be applied to the back wall at all. The staple was not applied after firing and remained open. The device fired with the green cartridge, but the same problem occurred. The cartridge colors were gold and green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4: batch #unk. Additional information was requested, and the following was obtained: ·were it noticed any unusual or abnormal functionality when using this product (e.g., strange sounds, jaw opening and closing, articulation, etc.) There was a cracking sound. ·if you know, please tell us the shape of the staples. (For example, u-shaped, earthworm-shaped, etc.) The inner row was a b-shaped staple, the center and outer rows were u-shaped (unformed) and unstapled. ·were there any bleeding or tissue damage at the time of this event? No, there were not. ·what treatment was performed in areas where the staples were not formed properly? Additional suture was performed to complete the case using a competitive product (signia). ·are there any problems with the patient's condition after surgery? There are no problems with the patient's condition. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60g with lot number 234d02; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. D4: batch #a97l4x. Corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60g reload present. The reload was received fully fired with no apparent damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, photos were provided and they showed a device 60mm with a gold reload with a loaded retainer and a green reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97l4x, and no non-conformances were identified.